Event description:
It was reported that a large volume infusor?s bladder ruptured during patient infusion. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation. However, the customer provided a photograph for examination. During inspection of the photograph, the ruptured bladder was confirmed. The root cause could not be identified.